Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in a pre-existing 23mm edwards surgical valve, the balloon to the 23mm commander delivery system (ds) burst during s3u valve deployment/inflation. It was noted that an additional 2cc was added to the balloon prior to inflation. When attempting to snare the balloon, a piece was pulled off. Ultimately, the balloon was able to be withdrawn from the patient, but with difficulty experienced at the esheath+; it was confirmed that both devices, esheath+ and ds (balloon included), were removed as a single unit. The operating team tried to line up the piece that was snared to the portions that remained intact on the balloon shaft, but they couldn't tell for certain that it was the only piece missing. It was noted that the extensive damage to the esheath+ was caused by the physician tearing it apart to see if any balloon fragments were inside. Per report, there was no injury to the patient. The ds is available for return/evaluation.

Manufacturer narrative:
The investigation is ongoing.